Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's daughter reported the pump is not delivering insulin. Daughter stated the patient is also experiencing elevated blood glucose level; reading on yesterday was 300 mg/dl. Daughter stated patient self- treated by using a syringe. No adverse event reported. Requested return of the alleged pump for evaluation.